Event description:
It was reported that this pacemaker exhibited oversensing of the signal artifact monitor resulting in the minute ventilation feature being disabled. There was a right ventricular pace impedance measurement of greater than 2,000 ohms. Technical services discussed programming options. The device remains in service. No adverse patient effects were reported. Additional information was received that the patient had atrial (a) ventricular (v) block and had lost their a to v conduction. Boston scientific technical services (ts) discussed there was no evoked response channel so right ventricular capture could not be determined. Ts discussed troubleshooting options with the health care professional. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited oversensing of the signal artifact monitor resulting in the minute ventilation feature being disabled. There was a right ventricular pace impedance measurements of greater than 2,000 ohms. Technical services discussed programming options. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker exhibited oversensing of the signal artifact monitor resulting in the minute ventilation feature being disabled. There was a right ventricular pace impedance measurements of greater than 2,000 ohms. Technical services discussed programming options. The device remains in service. No adverse patient effects were reported.